Event description:
Reporter stated that customer received the following results on the mobile system within 3 minutes: 123 mg/dl, 46 mg/dl and 47 mg/dl. The customer had unspecified hypoglycemic symptoms at the time of the results. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.